Event description:
It was reported that the rn circle primed dinutuximab 100ml (10.33mg/100ml) as per policy with chemo locks in situ. The rn inserted tubing into pump module and closed the door. As per hospital's protocol, the roller clamp on the tubing was unclamped and attached to patient. The rn then checked for blood return of red lumen and then turned on the computer to scan the medication. The clinician turned back around to begin programming pump when it was noticed that the bag of dinutuximab was entirely empty. It was identified that the entire bag had infused into the patient. The patient was already on full oxygen, electrocardiogram and blood pressure (bp) monitoring at the time of the event. The bolus of dinutuximab occurred between 1200 -1204. The patient immediately became increasingly agitated and was writhing around appearing visibly in pain. The patient became hypertensive and tachycardic (bp 140/100 with heart rate of 180). At 1208, first normal saline bolus of 10ml/kg given via pump over 1 hour was administered due to tachycardia. At 1216, the patient became sleepy and lethargic, however continued to wake up periodically crying and was easily consoled by mother. At 1226, the patient became more dusky than usual in the lip area and around the eyes. The patient vomited once at at 1242 and was difficult to assess whether from agitation or reaction. At1255, a bolus of 20ml/kg push of unspecified medication was given to moderate effect due to significant drop in bp (126/90 to 76/50). At 1313, hydromorphone weaned to 4mcg/kg/hr as ordered by the provider. The patient continued to be lethargic and sleepy throughout most of event, however had two episodes of being alert and playing for approximately 5 minutes each and would wake up when asleep and cry briefly. The bp began to slowly drop again, patient was transferred to ICU at approximately 1350. The patient recovered blood pressure and was discharged home 48 hours following event.

Event description:
It was reported that the rn circle primed dinutuximab 100ml (10.33mg/100ml) as per policy with chemo locks in situ. The rn inserted tubing into pump module and closed the door. As per hospital's protocol, the roller clamp on the tubing was unclamped and attached to patient. The rn then checked for blood return of red lumen and then turned on the computer to scan the medication. The clinician turned back around to begin programming pump when it was noticed that the bag of dinutuximab was entirely empty. It was identified that the entire bag had infused into the patient. The patient was already on full oxygen, electrocardiogram and blood pressure (bp) monitoring at the time of the event. The bolus of dinutuximab occurred between 1200 -1204. The patient immediately became increasingly agitated and was writhing around appearing visibly in pain. The patient became hypertensive and tachycardic (bp 140/100 with heart rate of 180). At 1208, first normal saline bolus of 10ml/kg given via pump over 1 hour was administered due to tachycardia. At 1216, the patient became sleepy and lethargic, however continued to wake up periodically crying and was easily consoled by mother. At 1226, the patient became more dusky than usual in the lip area and around the eyes. The patient vomited once at at 1242 and was difficult to assess whether from agitation or reaction. At1255, a bolus of 20ml/kg push of unspecified medication was given to moderate effect due to significant drop in bp (126/90 to 76/50). At 1313, hydromorphone weaned to 4mcg/kg/hr as ordered by the provider. The patient continued to be lethargic and sleepy throughout most of event, however had two episodes of being alert and playing for approximately 5 minutes each and would wake up when asleep and cry briefly. The bp began to slowly drop again, patient was transferred to ICU at approximately 1350. The patient recovered blood pressure and was discharged home 48 hours following event.

Manufacturer narrative:
(B)(4). A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.

Event description:
It was reported that the rn circle primed dinutuximab 100ml (10.33mg/100ml) as per policy with chemo locks in situ. The rn inserted tubing into pump module and closed the door. As per hospital's protocol, the roller clamp on the tubing was unclamped and attached to patient. The rn then checked for blood return of red lumen and then turned on the computer to scan the medication. The clinician turned back around to begin programming pump when it was noticed that the bag of dinutuximab was entirely empty. It was identified that the entire bag had infused into the patient. The patient was already on full oxygen, electrocardiogram and blood pressure (bp) monitoring at the time of the event. The bolus of dinutuximab occurred between 1200 -1204. The patient immediately became increasingly agitated and was writhing around appearing visibly in pain. The patient became hypertensive and tachycardic (bp 140/100 with heart rate of 180). At 1208, first normal saline bolus of 10ml/kg given via pump over 1 hour was administered due to tachycardia. At 1216, the patient became sleepy and lethargic, however continued to wake up periodically crying and was easily consoled by mother. At 1226, the patient became more dusky than usual in the lip area and around the eyes. The patient vomited once at at 1242 and was difficult to assess whether from agitation or reaction. At1255, a bolus of 20ml/kg push of unspecified medication was given to moderate effect due to significant drop in bp (126/90 to 76/50). At 1313, hydromorphone weaned to 4mcg/kg/hr as ordered by the provider. The patient continued to be lethargic and sleepy throughout most of event, however had two episodes of being alert and playing for approximately 5 minutes each and would wake up when asleep and cry briefly. The bp began to slowly drop again, patient was transferred to ICU at approximately 1350. The patient recovered blood pressure and was discharged home 48 hours following event.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.